Event description:
It was reported that a malfunction alarm occurred. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent. The customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. A multiple dose injection was delivered to address bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.